Event description:
It was reported that an asymptomatic and dependent patient presented for a routine device change out. During procedure,the right ventricular lead exhibited high impedance. The physician elected to continue to use the lead. The patient was stable post operation and would continue to be monitored.

Event description:
New information received on (B)(6) 2017 stated that right ventricular lead exhibited further instances of high impedance. The patient presented remotely via merlin.net transmission. Upon review, the lead exhibited high impedance and loss of capture. The patient would be receiving hospice care and a course of action was unclear. No intervention was performed. The patient would continue to be monitored.